Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported performing the air removal step with an empty syringe, and reusing residual insulin from used cartridges. Customer was instructed to fill cartridge with fresh insulin, and was educated on the proper air removal process per the user guide. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.